Manufacturer narrative:
Subject: customer with quickvue otc was swabbing their right nostril & it began to bleed; customer inquired if blood affects the performance of the test-- tss asked customer if they were ok. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Customer with quickvue otc was swabbing their right nostril & it began to bleed; customer inquired if blood affects the performance of the test-- tss asked customer if they were ok.